Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported via a manufacturing representative that therapy was not effective and upon interrogation of the device during follow up, a short was found in the lead. The lead was explanted and replace and the issue was resolved. Patient status at the time of this report was alive, no injury. No root cause was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.